Event description:
In 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, a follow-up computed tomography angiogram (cta) was performed. The physician believes that there is a posterior type I endoleak. The following month, cta revealed aneurysm growth of 1 cm and an unspecified endoleak. The following day, the clinical specialist and the radiologist reviewed the cta. They concluded that there was definitely a type ii endoleak from a pair of lumber arteries, but they do not see a type I endoleak. The clinical specialist measured the aneurysm at 58.8mm. A reintervention has not been scheduled at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use. Type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt's anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak.